Manufacturer narrative:
G4 - premarket / 510(k): k111295, k162350.

Event description:
It was reported that device entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. The balloon was dilated at 14 atm, however, during retrieval, the balloon became stuck with the kinked non-boston scientific guidewire. The entire guidewire and balloon had to be removed. The procedure was completed with a different device. There were no patient complications as a result of this event.